Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant: 5076-45 lead implanted: (B)(6) 2014.

Event description:
It was reported that right ventricular (rv) lead was not functional as there was no capture at maximum output and the physician was suspicious of lead dislodgement from baseline based on fluoroscopy. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.